Event description:
It was reported that when a treatment plan with multiple isocenters is created and transferred to mosaiq, all fields are merged into one isocenter. There was no warning of this action. There was no pt involved at the time of the event. No further info was reported.